Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference report 3012447612-2020-00705.

Event description:
It was reported that a revision surgery was performed to address two screws that loosened post-operatively and led to a pseudoarthrosis. The screws were removed and replaced with new screws and an anterior graft. This is report one of two for this event.

Event description:
It was reported that a revision surgery was performed to address two screws that loosened post-operatively and led to a pseudoarthrosis. The screws were removed and replaced with new screws and an anterior graft. This is report two of two for this event.

Manufacturer narrative:
The products were not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Since the screws were not returned for evaluation, the exact cause root can't be established. The device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.